Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that after 2 months of support on the lvad following a pump exchange (reference MFR report number 0002916596-2014-01062), the pt went for follow-up at the clinic and the labs showed a lactate dehydrogenase (ldh) level of 1980. The pt was reportedly asymptomatic at the time and would continue to be monitored for potential recurrent thrombus. The additional info submitted to the manufacturer indicated that the pt was admitted for continued hemolysis and presumed inflow cannula issues causing low flow alarms. The hospital subsequently made a decision to explant the lvad and the pt was implanted with a device from another manufacturer.

Manufacturer narrative:
Additional information: the report of hemolysis and inflow conduit obstruction could not be confirmed. The pump was returned with the percutaneous lead (lead) cut approximately 11" from the pump housing and the external portion of the lead was returned. The sealed inflow conduit was returned detached from the pump¿s inlet port. The sealed outflow graft and bend relief where both detached and severed at their respective hardware. The pump appeared to have been exposed to a fixative. Examination of the sealed inflow conduit found a small amount of tissue-like ingrowth on the proximal edge of the inlet tube. The lumen of the inlet tube revealed multiple, very small, white depositions on the textured surface. All of the depositions were well adhered and did not appear large enough to obstruct flow. The inflow knitted graft was free of kinks damage and the lumen of the graft contained no adhered depositions or thrombus formations. The inlet elbow showed no adhered depositions or thrombus formations. The evaluation could not determine the cause of the observed depositions and the depositions could not be conclusively correlated to the reported event. Examination of the pump¿s blood-contacting surfaces found no adhered depositions or thrombus formations. Visual inspection of the pump bearings and bearing cups found no anomalies related to wear or damage. Examination of the returned portion of the lead found it to be unremarkable. Electrical continuity testing of the lead did not reveal any discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. The evaluation could not conclusively determine the cause of the reported hemolysis and flow issues. A review of device history records showed no deviations from manufacturing or qa specifications. The instructions for use lists device thrombosis and hemolysis as potential adverse events that may be associated with the use of the device. The manufacturer is closing its file on this event.

Manufacturer narrative:
The manufacturer is attempting to acquire the explanted device for further eval. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.